Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated that he needed left cross brace as it was bent at the top.